Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy due to far p wave oversensing. The device was reprogrammed. The patient condition was stable.